Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient was educated on the best charging practices however it did not work. It was noted that the ipg was currently not holding a charge and nonfunctional. The patient underwent an ipg explant procedure and was doing well post operatively. The explanted ipg will not be returned.